Event description:
The straight long saber attachment overheated while being tested by the field service tech during a routine service maintenance visit. There was no pt involvement and no adverse consequences were reported.